Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. D9, h3, h6 type of investigation, h6 investigation findings, h6 investigation conclusion, h10.

Event description:
It was reported that insulin was not being delivered from the cartridge. There was no adverse impact to customer's blood glucose level. A cartridge change was performed resolving the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.